Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument would not clip and there was a rattle sound heard from the housing of the instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but were unable to be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and demonstrated full functionality. It successfully passed recognition, engagement, and clip tests, with intuitive movement and full range of motion in all directions. The grips opened and closed as expected, and no issues were observed with clip attachment or clamping. Based on these results, the instrument was confirmed to be operating as intended.